Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was able to verify the customer's reported issue. The service technician attempted to power up the device without success. External led and charge status led were off. Visual inspection revealed that the power board is damaged. Component f1 of the power board is burned internally.

Event description:
It was reported to vyaire that the lap top ventilator 1150 started to spark and smoke while charging on the shelf. The customer confirmed that there was no patient involvement associated with the reported issue.